Event description:
The user facility reported the detergent pump located in the reliance endoscope processor was leaking soap. The leak spread outside of the washer footprint. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and inspected the pump hose, lubricant hose and fittings. The technician was unable to verify the source of the reported leak. As a proactive measure, the technician replaced the pump hose and lubricant hose. The technician cleaned the residual soap, verified the unit was operating to specification and returned the unit to service.